Event description:
Procedure: gynecology. According to the reporter: a pt was treated for a prolapse -- the client reports that when the surgeon was about to staple the device, it tore into two pieces.

Manufacturer narrative:
Initial report sent to FDA on 02/09/2009. This device is ce marked. However, it is not sold in the united states.